Manufacturer narrative:
Manufactures investigation conclusion: incidental findings: faded serial number on label, dim pump running leds the reported event of the system controller going directly into sleep mode without having to press and hold the battery button after disconnecting external power and the driveline from the system controller was confirmed via analysis of the log file downloaded from the returned system controller; however, the alarm was not reproduced during testing. The downloaded log file contained approximately 31 days of data (25aug2020 ¿ 25sep2020 per the timestamp). The pump was intentionally stopped via the motor stop command button on the system monitor beginning on 25sep2020 at 8:47:37 and continuing until the end of the log file (captured at 8:47:59); this is consistent with the reported pump explant due to patient recovery. The controller operated the pump at the set speed without issue prior to the pump being intentionally stopped. The log file did not capture the power cables, or the driveline being disconnected from the controller before it was exchanged, indicating that the controller was in backup mode. By design, the system controller does not record events while in backup mode. Since the controller was returned, the log file would capture the driveline and both power cables being disconnected from the controller if the controller was not in backup mode. When the system controller is in backup mode, the controller goes directly into sleep mode when external power and the driveline are disconnected. The controller passed functional testing and successfully operated in a mock circulatory loop for an extended period without any issues or atypical alarms produced. The controller was not in backup mode during testing. External power and the driveline were both disconnected from the controller during testing, and the controller remained in run mode and was only put into sleep mode when the battery button was held down for the appropriate amount of time. The reported event was determined to be caused by the controller being in backup mode. The provided information indicated that the controller may have gone into backup mode upon the disconnection of the driveline; however, this could not be conclusively determined. The root cause of the controller going into backup mode could not be conclusively determined through this analysis. No further information was provided. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on 15aug2017. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was taken to the operating room (or) for hmii explant due to recovery. At the time the vad was to be turned off, power and driveline was disconnected from the patient's running system controller and this time the controller went directly into sleep mode without having to press and hold the battery button to place running system controller into sleep mode. Clinical consultant connected the affected controller up to the system monitor after the fact to interrogate and the controller went into charge mode and the system controller stated "charging" even though the patient was just connected to the controller and the controller was connected to power continuously. No additional information was provided.